Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via right surgical axillary/subclavian artery for mechanical circulatory support. During patient check ins it was noted that the placement signal was 28/0. The bedside nurse stated that there was a suction event earlier in her shift and since that the placement signal has been drastically lower than the cuff pressure. The patient is stable. Labs and urine were all stable. An echocardiogram showed appropriate position. No patient harm was noted. Additional information was received stating the aorta and left ventricle signal were reading 0 with alarms placement signal not reliable, the impella position was unknown and there was a suction alarm. Motor current was pulsatile and impella flows were unchanged. The patient remained stable. The intensive care unit team was instructed to call to disable placement alarms.

Event description:
Additional information received reporting that the suction was resolved by given volume. The pump is still implanted.

Manufacturer narrative:
B5 updated with additional information.